Event description:
It was reported that a foreign object was found inside the packaging. A 035/260/3mm (b/5) amplatz super stiff was selected for use. Upon unpacking, damage was noted on the packaging and a foreign object was found inside. The procedure was completed with another of the same device. There were no complications reported and the patient was good post procedure.